Event description:
Boston scientific received information that this device was suspected to be part of an infection due to a huge swelling of the implant pocket. The physician assumed an allergic reaction after several tests were performed to exclude infection. An infection was excluded and the product details were provided by technical services. In addition, interrogation of this device displayed an exit block had occurred and undersensing. The duration of the undersensing could not be obtained. Lead dysfunction was indicated, however it could not be determined whether this was related to a device issue. A system revision is intended in the future. No further patient symptoms were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.